Event description:
Event description guidant received information that the reported impedance of this endotak dsp lead is > 3000 ohms. There was a suspected lead problem, the physician elected to remove the lead, at explant the lead fractured. The physician suspected the lead was damaged due to it easily fracturing at the explant procedure.